Event description:
It was reported that the communicator power cord was having some corrosion or white powdery thick substance. A boston scientific technical services (ts) assisted the patient in troubleshooting. The patient scraped some off. A communicator was unplugging on several days. The communicator issue persisted. The company representative advised to replace the power cord. The communicator remains in service. No adverse patient effects were reported.